Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the orange tubing placed in pump backwards but was fixed prior to ablating. The first ablation was performed and successful. However, during second ablation, antenna started leaking. The tubing broke at antenna shaft and saline started to leak. Temperature alarm went off. Physician removed antenna and patient got skin burn when antenna exited skin.